Event description:
Harmonic focus®+ shears would not seal, the machine said to tighten, still non-functional after multiple tightening. The p number of harmonic machine that was used with the harmonic focus®+ is p52029, sn# (B)(4). Another harmonic focus®+ was opened and used, but no problem.